Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: boston scientific platinum plus, guide cath: 6f boston scientific, stent: xience v otw 2.5 x 15 mm. The xience v otw 2.5 x 15 mm is being filed under a separate manufacturer report number. The device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.

Event description:
It was reported that during the procedure in the heavily calcified/tortuous ramus artery, a 2.5x15 otw xience v stent delivery system (sds) was advanced and the stent was successfully deployed. Upon deployment of the stent, a perforation occurred. A 3.0x12 jostent graftmaster sds was advanced, but could not cross through the xience stent; therefore, the physician attempted to remove the sds, but the stent graft dislodged when entering the 6f non-abbott guide catheter. Reportedly, no resistance was felt and no force was applied during withdrawal of the graftmaster sds. The dislodged stent graft lodged in the left main artery. No intervention was performed to retrieve the stent graft. A non-abbott guide wire was advanced to the ramus artery and an unspecified balloon was used to seal the perforation. Coronary artery bypass graft surgery was performed. The patient remained hospitalized and is reported as stable. No additional information was provided.